Manufacturer narrative:
The returned device was visually inspected and reddish material was found under the pebax, no damage was observed. The returned device was then evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple (tc) wires were broken at the tip section creating an intermittence of temperature. The catheter was connected to the stockert generator and impedance values were observed. Per the condition observed a scanning electron microscope (sem) testing was performed and the results showed results showed evidence of a hole, stress marks and mechanical damage on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint has been verified. Based on available analysis finding results, the damage on the pebax does not appear to be caused by any internal bwi processes, since there is evidence that the device was manufactured in accordance with documented specification and procedures. The tc failure is detectable in production, mitigating this failure from reaching the costumer. However, despite all the controls put in place during the manufacturing of a device, inadvertent polyurethane wicking on tc wires can cause these wires to break in field, during a procedure, because of catheter fatigue. This is an inherent limitation of the design. This failure does not represent any patient safety impact. (B)(4).

Event description:
It was reported that a patient underwent ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the temperature and impedance was not displayed. All the connections were checked and the cable was changed however the issue did not resolve. The catheter was changed and the impedance and temperature displayed. The procedure was completed with no patient consequence. This event was originally assessed as not MDR reportable because ablation cannot be performed without these values displayed. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The device was returned to the biosense webster failure analysis lab for analysis and on (B)(6) 2018, it was discovered that there was reddish material found under the pebax. However, no damages were found on the catheter or the pebax. This finding was assessed as not MDR reportable because if foreign material was found underneath the pebax, however; there is no damage to the pebax integrity, then the potential that it could cause or contribute to a death or serious injury is remote. During further analysis on (B)(6) 2018, scanning electron microscope results showed evidence of a hole, stress marks and mechanical damage on the surface of the pebax. This finding is MDR reportable because exposure of internal components of the catheter poses a potential risk to the patient.

Manufacturer narrative:
Additional information was received on march 17, 2018. The device was manufactured on 06/27/2017 and expiration date is 05/31/2018. Corresponding fields have been updated accordingly. Manufacturer's ref. No: (B)(4).